Event description:
The customer reported that the system displayed a communication failure error message and would not produce an image. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors were reseated and the voltage adjusted. The system was then found to be operating as intended.